Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, endoleak and reoperation.

Event description:
The following was reported to gore: on (B)(6) 2011, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. On (B)(6) 2011, the maximum diameter of the aneurysm was 50 mm. On (B)(6) 2011, the maximum diameter of the aneurysm was 50 mm. On (B)(6) 2012, the maximum diameter of the aneurysm was 48 mm. On (B)(6) 2013, the maximum diameter of the aneurysm was 43 mm. On (B)(6) 2014, the maximum diameter of the aneurysm was 48 mm. On (B)(6) 2015, the maximum diameter of the aneurysm was 45 mm. On (B)(6) 2016, the maximum diameter of the aneurysm was 45 mm. On (B)(6) 2019, an impending rupture was observed due to a type 1a and 1b endoleak. Two conformable gore® tag® thoracic endoprostheses were implanted to extend both proximally and distally of the original implanted gore® tag® thoracic endoprosthesis. Imaging identified that the type 1b endoleak remained. Ballooning was then performed to repair the type 1b endoleak. Final imaging showed the endoleak remained slightly, but at this time the physician decided to monitor it. The patient reportedly tolerated the procedure.